Manufacturer narrative:
Additional information : the device was received for evaluation. The bag was cut at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A magnified inspection was performed and no particulates were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will submitted.

Event description:
It was reported one 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was contaminated. The reporter further stated what appeared to be a "cotton like" particulate floating in the solution. There was no patient involvement. No additional information is available.